Event description:
During scheduled PICC (peripherally inserted central catheter) dressing change, the PICC was noted to be leaking. The PICC was removed and a new PICC was inserted in a different location. Event reached patient- caused minor harm or required minimal intervention.